Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the coronary obstruction is unknown, however may be due to plaque rupture of the coronary lesions or thrombosis formation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(4), two days post transfemoral tavr procedure in the aortic position, the patient developed a coronary artery occlusion. At the implant of a 23mm sapien xt valve, the valve was deployed in a 60:40 aortic/ventricular position. Echo and angiography performed post deployment showed mild or trace pvl and patent coronary arteries. The patient was sent back to the ward, however the patient felt unwell. CT was performed and did not showed dissection. Coronary angiography performed two days later showed coronary ostium with 70% of stenosis of lad. Esophageal contrast did not find a perforation, however, the patient still felt symptomatic. After multiple discipline expert discussions, an ¿esophageal wall hematoma¿ was considered and conservative treatment was recommended. On pod6, cardiac and respiratory arrest suddenly occurred and CPR was conducted immediately. Adrenalin and a defibrillator were used but the rhythm could not be maintained. The patient was transferred to the cath lab to receive ECMO. Afterwards, a coronary angiography was performed and found 95% stenosis at the proximal segment of the rca, which was significantly much more severe than before. The lesion was stented and the patient¿s hemodynamics were stabilized but when the patient was transferred back to ICU after pci, blood was found in the trachea. Pulmonary and bronchial arteriography were done and a rupture and bleeding of the branch of left bronchus artery was detected. ¿embolization therapy¿ was performed and the bleeding was reduced significantly. Unfortunately, the patient passed away on pod7. The official cause of the death was noted as bleeding due to rupture of bronchi artery. The esophageal wall hematoma was caused by the tee procedure and the cause of left bronchi artery rupture was thought to have been caused by CPR. It is perceived that the stenosis of the rca was caused by either a plaque rupture of the coronary lesions or thrombosis formation.